Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported the pump did not give an alert or error message. Customer reported experiencing elevated blood glucose levels. No adverse event reported. Requested return of the alleged device for evaluation.